Manufacturer narrative:
Additional information received 20 oct 2017: the catalog number of the cashmere coil was crc14040830, and the coil was successfully placed into the aneurysm after it was detached. UDI: lot unavailable; (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during coil embolization of an aneurysm for placing an inferior phrenic artery reservoir, an enpower control cable (ecb00018200/ s13482) was unable to detach a 4 x 8 cashmere coil (catalog crc14040830 /lot number not available). The microcatheter was delivered to the lesion and the first coil (cashmere 4x8) was delivered to the target site. The physician tried to detach the coil and pressed the deployment button, but the coil was not detached. The button was pressed about 3 times, but the issue continued. Therefore, the cable was replaced with another one, but it was not improved. After that, the button was pressed again and the deliver wire was pushed and pulled, then the coil was detached and placed properly into the aneurysm. After that, the coil (different size, cashmere) was used to complete the procedure. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. The product will be returned for the investigation. No further information is available. The enpower control cable was returned with no visible external damage. The resistance of the device was tested. The resistance was 0.9 ¿, which is within the specification range of = 2.0 ¿. The device was connected to lab sample detachment control box dcb000005-00 (dcb) and 50 ¿ resistor and the dcb power was turned on. The system ready light illuminated. The remote detach button (on the returned device) was pressed. The detach light illuminated and the audible signal was heard. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the enpower cable device is not functioning was not confirmed. The device was able to initiate a detach cycle. In addition, the device meets its acceptance criteria for resistance. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. The cashmere device was not returned for analysis. In addition, the lot number was not provided; therefore, a DHR review could not be performed. The failure to detach could not be confirmed without product return for analysis. The root cause of the difficulty could not be determined. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: enpower control cable (ecb00018200/ s13482). . A guidewire( meister, asahi intecc), a guiding catheter (4.2fr shk) and a micro catheter (lighthouse) were also used for this procedure. Mfg name - codman & shurtleff, inc. Dba depuy synthes products, inc. UDI: unknown part number, attempts to obtain product part number were unsuccessful, UDI unavailable. Since the lot number was not available, the manufacturing and expiration dates of the decidesis unknown. The device is not available for analysis; however, the concomitant connecting cable was returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of an aneurysm for placing an inferior phrenic artery reservoir, an enpower control cable (ecb00018200/ s13482) was unable to detach a 4 x 8 cashmere coil (catalog/lot number not available). The microcatheter was delivered to the lesion and the first coil (cashmere 4x8) was delivered to the target site. The physician tried to detach the coil and pressed the deployment button, but the coil was not detached. The button was pressed about 3 times, but the issue continued. Therefore, the cable was replaced with another one, but it was not improved. After that, the button was pressed again and the deliver wire was pushed and pulled, then the coil was detached. After that, the coil (different size, cashmere) was used to complete the procedure. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. The product will be returned for the investigation. No further information is available.